Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2007; 4076 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during the implant attempt, the patient experienced diaphragmatic stimulation while attempting to place the left ventricular (lv) lead. The physician attempted to place the lead in a location without stimulation, but was unable to due to insufficient stability. The lead was not used and the decision was made not to place an lv lead. No patient complications have been reported as a result of this event.